Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead consistently had failed to capture despite multiple repositioning attempts. The physician elected to not used the rv lead and a new lead was implanted successfully with good capture. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.